Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory on 02/11/2025. The investigation determined that the device serial number and failure identified are within the scope of hhe #1168869 and scar #18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly. An investigation identified the device serial number and failure identified are within the scope of hhe #1168869 and scar #18124 for t.w. Power supply electrical related issues due to an incorrect resistor used during device assembly.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h7,h11. Field action 1227435 initiated 11feb2025, to address vh-3010 power supply supplier issue using incorrect resistor.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using tw. Power supply, the hemopro was not able to cauterize the vein branches after that. They tried changing out with a new set of cable and similarly, the cauterization stopped after 1 - 2 usage. Lastly, we changed out with another power supply box and everything went smoothly till the end of the surgery. Feedback from surgeon that this intermittent inability of hemopro 2 cauterize using this power supply box has been happening since last month. There were no procedural delays. There was no patient harm/effects reported.